Event description:
A customer reported via email a high reading issue with the adc device. The customer reported a sensor reading of 15 mmol/l, and self-treated with unspecified dose of insulin. The customer subsequently had headache, then became unresponsive. A sensor reading of 10 mmol/l was obtained and ambulance called. The customer reported a capillary result of 1 mmol/l, and the customer provided unspecified treatment from paramedics and transferred to hospital. There was no further details provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.